Event description:
Boston scientific resolution clips were being deployed in a critically ill cardiac patient by the endoscopy team to stop active bleeding of a duodenal ulcer with an exposed blood vessel. The third of four clips was defective and would not come out of sheath when slider was moved to cause clip to come out of sheath. No harm to patient occured; clip was withdrawn through the gastroscope and another clip was used without further incident.====================== manufacturer response for endoscopy clip, resolution clip======================we are awaiting return instructions from the manufacturer. We intend to return the device to the manufacturer for their inspection and analysis.